Event description:
An in-house investigation revealed an issue with the accelerator aps/iom system. When a sample presentation/sample queue error is generated, the aps can erroneously generate a "prepare to run" message for the first sample tube. The system has already received a "sample complete" message, so the query for prepare to run comes back negative. When the sample is presented back to the analyzer to be run as the operator is instructed to do, the aps does not send the "prepare to run" message to the analyzer because, the message was already sent inappropriately. Without the "prepare to run" message, the analyzer does not query the lis and re-run orders are not downloaded. The analyzer generates a lis error and sends a "completed with error" message to the aps. The sample tube is routed back to the priority output track (error track) and the recovery attempt failed. The operator will be able to re-run the sample if they again reorder the sample. This error has no impact on patient identification or errors of pipetting. The issue is one of an extra "prepare to run" message that only impacts the instructions the operator is given to recover from the sample presentation/sample queue errors and presents no impact to patient management. End of report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.